Event description:
It was reported via user facility or voluntary medwatch #: (B)(4) that removal difficulties occurred. The target lesion was located in internal jugular vein. A 75cm .035 amplatz super stiff wire was inserted and placed near the inferior vena cava (ivc). However, during this process, the wire got slightly stuck in the tissue of the right atrium. The wire was pulled and retained. The procedure was completed and there were no patient complications reported. The patient status was stable and no harm was done.